Manufacturer narrative:
Updated section: h6 (investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received notification that this patient with a 25mm perimount valve that was implanted in the aortic position in a bentall procedure has been placed under consideration for a valve-in-valve intervention after an implant duration of approx. 12 years due to re-stenosis. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.